Manufacturer narrative:
This report is being submitted as part of a retrospective review of optical signal issues, per FDA recommendation. The investigation of the optical signal issue has been completed. The data logs showed the console displayed ¿placement signal not reliable. This confirms the reported failure mode. The console was returned and console was tested. The root cause of the placement signal not reliable was the defective optical bench. A review of the device history record (DHR) for the suspect product, and historical complaint data was conducted. This review revealed that the product met all manufacturing release criteria, and no product deficiencies were identified at the time the product was manufactured and released to the customer. All pertinent information available to abiomed has been submitted at this time.

Event description:
The complainant reported that an impella cp pump was implanted to support a patient with acute myocardial infarction and cardiogenic shock. During impella support, the optical signal was intermittently lost but resolved spontaneously. Later, the team escalated to the 5.5 pump. Upon investigation, the team determined that the console should also be reviewed, even though it was not replaced.